Event description:
It was reported that during an unknown procedure, the generator kept displaying an error message 'reposition jaw.' The cause is not identified. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. As the I-blade was making contact with the electrode this caused a short with ground resulting in the ¿reposition jaws and reactivate alert¿ screen. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.